Manufacturer narrative:
To date, information suggests the boston scientific crm local area sales representative planned to return this device for analysis purposes. The device has not been returned to date. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific crm receieved information that this implantable cardioverter defibrilator (ICD) was attempted for implant in association with the transvenous right atrial (ra) lead. Initially, >2,000 ohms pace impedance was evident. The ra lead was disconnected, cleaned, and rested through the pacing system analyzer, at which time measurements were within normal limits. The physician elected to replace this ICD due to suspected setcrew issue.